Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose read "high" (>27.8 mmo//l) (>500 mg/dl) and that the cannula was out of the skin. The adhesive pad was wet and that he could smell insulin leaking. The pod was worn between 4 and 24 hours.